Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe sftygld 1ml w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: it was reported this is not the specific lot number, all the syringes release dust. Verbatim: syringe package releases small dust particle from opening the syringe package. This is an issue because sterile IV room requires no dust to be delivered through any items upon opening in sterile IV hood.